Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 350 (mg/dl) for 2 days. Customer increased their basal insulin rate to treat their bg level. Troubleshooting with tandem technical support indicated that the infusion set tubing, cartridge, and pump were performing as intended. Customer had to abruptly end the call during the troubleshooting. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.